Event description:
It was reported, (B)(6), 2010, that the patient trach tube became plugged requiring trach tube change, ambuing with CPR. Patient was transported to the emergency room. No allegations of ventilator malfunction.

Manufacturer narrative:
Na